Event description:
It was reported that ventilator's printed circuit board was contaminated with liquid. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The liquid traces on control printed circuit board (pcb) was reported. Identification of issue has been done by analyzing problem description, service report and attached photo. There was no patient harm. According to the information provided by the technician, the liquid on control pcb and pressure transducer pcb have been confirmed. As a result, the device generated technical error 10001 and failed internal leakage test and pressure transducer test during pre-use check. Both boards were replaced. The issue has been resolved and the device was delivered to the user in working condition. Within servo unit, the electrical parts are located inside device, beneath the cover and mechanically protected by it. Ingress of liquid/corrosive substance on pc boards can cause failure/short circuits, which might lead to a ventilator malfunction. The servo devices are intended to be use in the hospital environment. However, it has remained unknown when or under which circumstances the saline spilled onto device. Most likely, the liquid got into the device from the drip placed on device. Based on the above information, it has been concluded that the operational context has an impact on the presence of liquid traces on the pcbs.

Event description:
Manufacturer's ref. #: (B)(4).